Event description:
Using dermabond to close a skin wound, crushed chamber manually as instructions describe, a small 1 mm shard of glass perforated the membrane of the chamber, through my contaminated glove, into my right thumb drawing blood.